Event description:
The surgeon was using the dall miles cables in conjunction with a gamma nail. When he tightened the first cable it was observed by the sales rep that he seemed to over tighten the cable causing it to shear the wire in two pieces. Another identical device was immediately available for use and case completed as originally planned.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Cable was discarded. If add'l info becomes available, it will be submitted in a supplemental report.